Event description:
It was reported that during a device replacement, it was noted that the insulation on the proximal portion of right ventricular (rv) lead was peeled apart and missing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: defibrillator implanted: (B)(6) 2007. (B)(4).